Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2009 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products: mdrs #122514-2014-05120, 05121 and 2937457-2014-01206.